Event description:
It was reported that on (B)(6) 2019 the patient's port-a-cath was attached to an elastomeric ball (pump) to deliver fluorouracil chemotherapy over a duration of 48 hours. The texium was in place at the end of the tubing to the elastomeric ball; this was attached to the tubing from the port. On (B)(6) 2019 at the time of disconnect, the patient reported that there was a white residue on the skin of his arm at approximately 8:00 pm on (B)(6) 2019. The patient washed the area with soap and water. On the morning of (B)(6) 2019, that patient noted white residue on his skin again. The patient washed the area with soap and water. The patient's vital signs remained stable. There was no need for additional medical intervention. The leak was initially reported by the patient to the clinical nurse coordinator while meeting with the patient.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of texium leaked at connection to mating device was confirmed. Photo provided by the customer observed dried fluid residue from the connection of the texium luer to the male luer collar mating device. The root cause of this failure was not identified as no product was returned.

Manufacturer narrative:
Due to chemotherapy contamination, no product will be returned. A picture of the affected tubing set has been received. A follow up report will be submitted with the photo review results once the evaluation has been completed. Additional patient information: diagnosis; rectal cancer.

Event description:
It was reported that on (B)(6) 2019 the patient's port-a-cath was attached to an elastomeric ball (pump) to deliver fluorouracil chemotherapy over a duration of 48 hours. The texium was in place at the end of the tubing to the elastomeric ball; this was attached to the tubing from the port. On (B)(6) 2019 at the time of disconnect, the patient reported that there was a white residue on the skin of his arm at approximately 8:00 pm on (B)(6) 2019. The patient washed the area with soap and water. On the morning of (B)(6) 2019, that patient noted white residue on his skin again. The patient washed the area with soap and water. The patient's vital signs remained stable. There was no need for additional medical intervention. The leak was initially reported by the patient to the clinical nurse coordinator while meeting with the patient.